Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy effluent and abdominal pain. The patient was hospitalized for the event. The cause and treatment were not reported. Approximately a month after the event onset, the patient passed away. The cause of death was reported as due to septicopyaemia shock and hemorrhage of digestive tract. It was not reported if an autopsy was performed. It was not reported if the patient has recovered from peritonitis or if pd therapy was ongoing prior to or at the time of death. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.